Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure, the implantable cardiac monitor (icm) experienced oversensing and undersensing. The icm remains in use. No patient complications have been reported as a result of this event.